Manufacturer narrative:
Approximate age of device ¿ 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed a large amount of mediastinal blood and clot causing cardiac tamponade and was taken to the operating room on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Multiple attempts to obtain additional information were made; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.